Event description:
I am a diabetic and use the abbott freestyle libre 3 plus continuous glucose monitoring (cgm) product. My current sensor is showing a dangerous low-level at 51 while a fingerstick is showing 116. My prior sensor required changing at 8 days (versus stated 15) because it was giving readings that were 50% low and the one before that had an internal error after 5 days forcing a change. These aren't isolated events as premature failure due to false readings that I estimate at 25-50% is the norm. This product has a severe accuracy issue that needs investigation. Pt code: 1905. Device code: 1225. Ref reports: mw5178121, mw5178123.